Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was located 25mm from the balloon proximal bond. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube locked as intended. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
The following info was reported: the white tube did not deploy when shuttled down, manual compression was applied for 30 minutes, the pt was not hospitalized. It was also reported that the user facility alleged that they believe the white tube was not inside the device.